Manufacturer narrative:
(B)(4). (B)(6) clinical trial. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that wallflex¿ biliary rx fully-covered rmv stent was implanted in the common bile duct for treatment of a benign biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015, as part of the (B)(6) clinical trial. Reportedly, the patient had a history of chronic pancreatitis, had one prior plastic biliary stent implanted, and had previously had a biliary sphincterotomy. The etiology of the patient's benign biliary stricture was reported to be chronic pancreatitis. The patient underwent an ercp with study stent placement on (B)(6) 2015, as an outpatient procedure. Prophylactic nsaids were administered to the patient and a pancreatogram was performed. The wallflex biliary stent was implanted in a satisfactory manner across the stricture, and the intended duration of stent indwell was three to six months. On (B)(6) 2016, the patient underwent a cholangiogram prior to planned stent removal procedure and it was noted that the stent had partially migrated proximally. The patient underwent planned stent removal on (B)(6) 2016, and the stent was removed endoscopically using a grasper. It was reported that the benign biliary stricture appeared to have resolved. There have been no patient complications reported as a result of this event.